Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners, missing reservoir tube o-ring, completely broken off reservoir tube lip and broken off battery tube threads. However, the test battery cap fit properly with battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack in the back near the battery compartment. The customer was unable to screw the battery cap on as its bits of plastic cracked and fell off. The product was returned for analysis.